Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed that the tip is fractured. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The screw adjuster is intended for minor manipulation of the screw height, excessive force for unscrewing or removing the screw from the bone can likely damage the driver tip.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke.the surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. There were no reported impacts associated with the screw shaft. This is report three of four for this event.

Manufacturer narrative:
Reference reports 3012447612-2019-00556 to 3012447612-2019-00558 and 3012447612-2019-00566.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. There were no reported impacts associated with the screw shaft. This is report three of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00556 to 3012447612-2019-00558.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The case was completed by cutting the screw out with a bit. There was no delay over thirty minutes and no reported patient impacts. This is report three of three.